Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The field service engineer replaced the faulty compressor relay, after which the compressor passed all tests. It was informed that the broken relay could not be not returned for investigation. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).